Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication became stuck in a failed unit. The customer indicated that they could not specify the exact drawer number involved. The malfunction occurred when a user tried to issue medication to a patient, and it did not result in any delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1- initial reporter state - on, initial reporter zip - (B)(6). Upon investigation of the actual device used in this incident, it was determined that the medication had become stuck in a failed unit. A technical support specialist confirmed that the issue had been resolved by the customer¿s local technician. The system functioned as intended after the customer resolve the issue.